Event description:
A physician successfully closed an arteriotomy using the starclose device. The following day, the pt complained of left foot pain. A duplex ultra-sound indicated focal stenosis of the left common femoral artery. The pt has consulted a vascular surgeon, however, results of this consulation are unknown. The pt's current condition is unknown.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.